Manufacturer narrative:
Engineering evaluated the returned transducer and concluded the transducer was repaired by a third party. The customer was provided with a replacement transducer to address their immediate concerns. As the transducer was repaired by a third party, no further investigation could be performed. No further similar issues have been reported for this device.

Event description:
It was reported that the x8-2t transducer failed electrical leakage testing. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. There was no patient or user harm associated with this event. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.